Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the patient received inappropriate anti-tachycardia pacing therapy due to misdiagnosed supraventricular tachycardia. The patient was seen in clinic on (B)(6) 2020 and seen to have had received shock therapy. The patient expressed they felt better after the shock as they were feeling dizzy and "lousy" before. After discussing programming changes with the physician, they were applied to the device to address the issue. The patient was stable.